Event description:
It was reported that the vns generator was explanted due to battery depletion and a failure to program. However, the explanted generator was received by the manufacturer and high impedance was observed on the internal generator data during product analysis. Generator product analysis was completed. An end of service, or eos, message was verified in the product analysis, or pa, lab. This was found to be associated with pulse disablement due to the generator remaining programmed on post-explant. Review of the data downloaded from the generator indicated that high impedance was present the day before the reported date of explant. The pulsedisabled bit was able to be reset. The failure to program allegation was not duplicated in the pa lab as the generator was successfully interrogated at multiple orientations. The generator performed according to functional specifications. With the generator case removed and the battery still attached to the printed circuit board assembly, or pcba, the battery measured 2.314 v, indicating a near end of service, or neos, condition. It was likely that the battery voltage rebounded after reaching pulsedisabled status. The pcba performed according to functional specifications. Diagnostics were as expected during testing. Other than the noted events, there were no additional performance or other adverse conditions found with the generator. No additional relevant information has been received to date.